Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the customer found damage on the inner wall of the barrel of the bd ultra-fine¿ insulin syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: one (1) loose 1/2cc, 12.7mm syringe was returned in support of this complaint. The syringe was filled with approximately 40 units of a clear liquid in the barrel. Customer states that there were air bubbles or a scar in the syringe. The returned syringe was examined and exhibited bubbles in the plastic of the barrel ranging from the 30-35 unit markings. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Investigation conclusion: as per manufacturing, bubbles are found during the molding process on occasion and are caused by a catalyst used by the supplier of the specific material used to mold the barrels. These bubbles are more common in 1ml product lines than the lodose syringe lines. Although less common in lodose, the probable root cause is likely a supplier process issue with the raw material, prior to the material being used to mold the syringe barrel within the (B)(4) plant. Exact root cause unable to be determined due to the low incident rate of this type of defect.